Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited episodes of over-sensed noise. The noise was not reproduced. The lead was capped and replaced on (B)(6) 2025. The patient was discharged.